Event description:
In 2008, stryker biotech rec'd two reports of the heterotopic ossification of the iliopsoas muscle in two patients who rec'd op-1 putty for an unspecified procedure. Please refer to MDR 1224732-2008-00025 for info regarding the second case. The physician reported the event to the medical center in 2008, but stryker biotech did not learn of the case until 2008, three attempts to follow up with the physician were made but no additional info was rec'd. No additional info is expected.